Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
Bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had molding defect and deformed tube caused no serious injury medical intervention.